Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review and showed the patients right access vessel had present of calcification, tortuosity and undersized less than 5.5mm. The crimped valve within the sheath, and it appeared one (1) bent strut (inflow side) protruded through sheath. The reported event was confirmed through the provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, patient access vessel had present of tortuosity calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Per imagery review, calcification is present within the patients access vessels undersized vessels e.g. Due to anatomical variation, preexisting stent or graft, scar tissue, or fibrosis can create a restricted pathway or constrained condition resulting in challenging pathway during delivery system advancement leading to resistance. Per imagery review, calcification is present within the patients access vessels a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Add evidence from the follow-up information or imagery review of insertion angle. As noted, the delivery system insertion angle was 50 degrees, which was considered as high insertion angle. Excessive device manipulation high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, upon inserting the valve through the sheath, the operator noticed a large amount of push force needed to advance the system. The operator then pushed harder and the valve began to advance into the external iliac. It was later noticed that the several tines from the stent frame were perpendicular to its original shape. In additional, the a bent strut was observed at the inflow side per imaging evaluation, which indicated the resistance during delivery system advancement. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigation in place to detect a defect or nonconformance associated with this issue. There are several 100 percent in process inspection performed in manufacturing process and product verification testing on a sampling plane basis perform prior to release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed the the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification, undersized vessel) and/or procedural factors (excessive device manipulation, high push force, steep insertion angle) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference number: (B)(4). The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The patient had moderate-severe vessel tortuosity with large lumens. Upon inserting the valve through the sheath, a large amount of push force was needed to advance the system. The procedure was stopped at the location of the valve which was at the femoral head. The operator then pushed harder, and the valve began to advance into the external iliac. It was later noticed that the several tines from the stent frame were perpendicular to its original shape. The devices were removed and were replaced with new system. The procedure was successful, and no vessel damage was noted. Upon removal of the esheath, puncture and liner puncture were noted.